Manufacturer narrative:
D4 - additional device information. The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "successful hemostasis by double-balloon enteroscopy with mini-laparotomy for small-bowel hemorrhage in a patient with lvad: a case report" that a male patient in their 60s with a heartmate3 left ventricular assist device (lvad) presented to the hospital with black stools and was admitted with a suspected diagnosis of small bowel bleeding (sbb). Three years earlier, they were registered on the heart transplantation waiting list for advanced heart failure due to cardiac sarcoidosis and underwent heartmate3 implantation. The patient had a history of hospitalization for gastrointestinal bleeding (gib) five times over the past year, each lasting 2-3 weeks, and only three weeks had passed since his last discharge. All episodes were diagnosed as sbb because obvious bleeding sites were not observed on upper or lower gastrointestinal endoscopy, and the patient was discharged after conservative treatment. As part of his conservative management, aspirin was discontinued during the initial hospitalization for bleeding, and only warfarin was administered as antithrombotic therapy from that point forward. After admission, upper and lower gastrointestinal endoscopies were repeated, but the source of bleeding could not be determined. Contrast-enhanced computed tomography (cect) performed immediately after admission revealed no bleeding, whereas gastrointestinal bleed (gib) scintigraphy suggested sbb. Conservative treatment with fasting failed to achieve stable hemostasis for nine months, and frequent blood transfusions were needed, although the prothrombin time-international normalized ratio (pt-inr) level was generally within the target range of 2-3. Seven months after admission, cect suggested extravasation into the small intestine. Interventional radiology (ivr) was performed, but no evidence of bleeding was identified. However, following ivr, the gib persisted, and blood transfusion was required. The clinic discussed the treatment strategies with gastroenterologists and gastroenterological surgeons. Although the patient required double balloon enteroscopy (dbe) to diagnose and treat sbb, the clinic was concerned about complications associated with dbe. After careful discussion, the clinic elected to perform dbe with mini laparotomy under general anesthesia. A 4-5-centimeter incision was made in the upper midline of the abdomen by the surgeons. The surgeons manually supported the antegrade dbe procedure, and the entire small bowel was observed. Multiple bleeding sources were visualized by dbe. Complete hemostasis was achieved by endoscopic clipping and surgical suture ligation from the serosal side of the multiple bleeding lesions in the small intestine. Following the procedure, the patient developed transient paralytic ileus that improved after a few days of fasting. The patient was discharged on the 48th day post dbe with no signs of rebleeding and remained stable with no recurrence at nine months after discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.